Event description:
The customer's wife reported that the insulin pump alarmed no delivery and had absence of no delivery alarm. Customer stated that no delivery alarm was resolved by a complete set change. Customer does not want to return the set and reservoir for analysis. Customer will call back if issue persists to troubleshoot. Customer stated that she is concern that insulin pump was not alarming no delivery as quick as it should. Troubleshooting was done. Customer's blood glucose was 202 mg/dl. The customer was assisted to perform high pressure test and test passed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).